Manufacturer narrative:
Additional narrative: manufacturing documents were reviewed and no complaint related issues were found. The additional evaluation indicated that the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded and we assume that high applied forces caused the breakage. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. Placeholder.

Manufacturer narrative:
Add'l pro codes: hsz, gfa, gff. A review of the device history records was performed and no complaint related issues were found. Chu evaluation: unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded and we assume that high applied forces caused the breakage. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. Placeholder.

Event description:
A report from synthes (B)(4) for an event reported in (B)(6) as follows: during a surgery in (B)(6) on (B)(6) 2013 the drill being used broke during use and fragmented into several pieces, all fragments were removed except a segment of about 8mm that was not removed from the patients bone. This is report 1 of 1 for complaint (B)(4).